Manufacturer narrative:
D4 - expiration date: 31-aug-2024 corrected to (B)(6) 2026 claim #(B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens, of diopter -8.0/1.0/091 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but shorter length lens due to excessive vault. This resolved the problem. The cause of the event is reported as unknown.